Event description:
A pt reported experiencing inaccurate low results with a surestep meter. The pt's blood glucose results were 123 compared to the labs 201 mg/dl. Tests were done within 21-30 mins. "Control solution test: 122(94-141)." Pt did not experience any adverse events, no further info has been reported.